Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2016 with the following findings: a review of the black box and alarm histories showed no alarms. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no alarms were emitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service issue.